Event description:
It was reported that during an unk procedure the tissue pad fell out. They removed the tissue pad completely. Another like device was used to complete the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.